Event description:
Customer reported growth of mold on device due to reprocessing steps of clean and high-level disinfect or sterilize the water container were not followed, device was only rinsed clean. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.